Event description:
The email received for (B)(6) study indicated that post-procedure cardiac enzymes were elevated. At discharge, ck was 121 (ck upper limit 195 u/l), ck-mb 10.0 (ck-mb upper limit 4.9 ng/ml) and troponin I 1.11 troponin I upper limit 0.04 ng/ml. It was thought to be procedural related. The patient had no symptoms and no treatment. Was given approximately five months following the index procedure. The patient had a myocardial infarction located in the anterior/apical, but the physician could not determine if this was old or new. Angiography confirmed 90% restenosis in the om. That was treated with revascularization. The lesion that was revascularized due to this mi was the svg to the om. The patient's status at discharge was improved and stable. During the index procedure pci was performed on a de novo lesion in the 2nd obtuse marginal in a saphenous vein graft of 20mm in length in a 3.0mm vessel diameter. The type c lesion had possible thrombosis prior to the pci. Timi 2 flow was recorded pre-procedure. The lesion was pre-dilated with a 2.5x15mm balloon at 12 atm before a 3.0x18mm cypher stent was deployed at 14 atm, followed by a 3.0x8mm cypher stent at 12 atm, distal to and abutting the previous stent because it did not fully cover the lesion which was longer than the initially thought. No procedural complications were noted and the patient was discharged on the following day.

Manufacturer narrative:
A (B)(6) male from the (B)(4) study experienced a myocardial infarction and restenosis of two cypher stents implanted in a saphenous vein graft approximately five months post stent implantation. Past medical history that may have increased this patient's risk for mace includes hypertension, hyperlipidaemia, 3 previous pci ((B)(6) 2008), 2 previous CABG ((B)(6) 1998), family history of coronary artery disease, history of nstemi ((B)(6) 1998), history of allergy (niacin), history of gerd and history of osteo arthritis. During the index procedure pci was performed on a de novo lesion in the saphenous vein graft to the 2nd obtuse marginal with 95% stenosis. This product is indicated in de novo lesions in native coronaries. The lesion was described as type c, 20mm in length in a 3.0mm vessel diameter. Timi 2 flow was recorded pre-procedure. The lesion was pre-dilated before a 3.0 x18mm cypher stent was deployed at 14 atm, followed by a 3.0 x 8mm cypher stent at 12 atm, distal to and abutting the previous stent. No procedural complications were noted and the patient was discharged on the following day. The cardiac enzymes were noted elevated post procedure ck was 121 (ck upper limit 195 u/l), ck-mb 10.0 (ck-mb upper limit 4.9 ng/ml) and troponin I 1.11 (troponin I upper limit 0.04 ng/ml), however the patient had no symptoms and no treatment was conducted. Approximately five months following the index procedure, the patient had a myocardial infarction located in the anterior/apical, but the physician could not determine if this was old or new. Angiography confirmed 90% restenosis of the cypher stents implanted in the svg to the om and re-pci was conducted. The patient's status at discharge was improved and stable. The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) reviews was conducted and the product met quality requirements for product acceptance. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Intra-arterial stent placement is a type of treatment of the disease process and it is not a prevention or cure of the progression of atherosclerotic artery disease. Therefore, there are patient factors (extensive coronary artery disease) and vessel factors (svg) that may have contributed to the reported event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00360 and 003742446-2010-00361.

Event description:
The (B)(4) study clinical events committee (cec) adjudicated the previously reported cardiac enzyme increase post-procedure to an mi.

Event description:
Information received 1/6/2012 indicated that the patient experienced a non-st elevation mi on (B)(6) 2011. It was reported that he culprite lesion was the svg to pda that had 95% stenosis with ruptured plaque. Troponin I peaked at 0.44 (uln 0.04) and ckmb at 9.7 (uln 4.9). It was also noted that there was 70 to 80% restenosis of the previous stents in the svg to om and according to the investigator, this restenosis was related to both study stents. The restenosis was treated with a promus stent.

Manufacturer narrative:
Concomitant medications (index procedure): intra-procedure medications included bivalirudin and heparin. Post-procedure medications included prasugrel and aspirin. This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00360 and 003742446-2010-00361.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00360 and 003742446-2010-00361.

Manufacturer narrative:
Information received from the (B)(4) study adjudication minutes indicated that a patient experienced a peri-procedural myocardial infarction after having coronary artery stents implanted. The patient also experienced a myocardial infarction and restenosis of two cypher stents implanted in a saphenous vein graft approximately five months post stent implantation. The patient's medical history is significant for hypertension, hyperlipidemia, 3 previous pci ((B)(6) 2008), 2 previous CABG ((B)(6) 1998), family history of coronary artery disease, history of nstemi ((B)(6) 1998), history of allergy (niacin), history of gerd and of osteo arthritis. During the 15 month follow-up interval, the patient had stable angina. The patient also had bradycardia due to mobitz ii av block and a pacemaker was implanted. The event was evaluated as unrelated to the study device and procedure. During the index procedure pci was performed on a de novo lesion in the saphenous vein graft to the 2nd obtuse marginal with 95% stenosis. The lesion was described as type c, 20mm in length in a 3.0mm vessel diameter. Timi 2 flow was recorded pre-procedure. The lesion was pre-dilated before a 3.0 x18mm cypher stent was deployed at 14 atm, followed by a 3.0 x 8mm cypher stent at 12 atm, distal to and abutting the previous stent. No procedural complications were noted and the patient was discharged on the following day. The cardiac enzymes were noted elevated post procedure ck was 121 (ck upper limit 195 u/l), ck-mb 10.0 (ck-mb upper limit 4.9 ng/ml) and troponin I 1.11 (troponin I upper limit 0.04 ng/ml), however the patient had no symptoms and no treatment was conducted. The elevated troponins were adjudicated to be a myocardial infarction, peri-procedural. Approximately five months following the index procedure, the patient had a myocardial infarction located in the anterior/apical, but the physician could not determine if this was old or new. Angiography confirmed 90% restenosis of the cypher stents implanted in the svg to the om and re-pci was conducted. The patient's status at discharge was improved and stable. Device history record (DHR) reviews were conducted and the products met quality requirements for product acceptance. Myocardial infarction is a known potential adverse event associated with implanting coronary artery stents. Elevated cardiac enzymes are a common result of implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Intra-arterial stent placement is a type of treatment of the disease process and it is not a prevention or cure of the progression of atherosclerotic artery disease. Therefore, there are patient factors (extensive coronary artery disease) and vessel factors (svg) that may have contributed to the reported event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00360 and 003742446-2010-00361.

Manufacturer narrative:
Information received from the (B)(4) study adjudication minutes indicated that a patient experienced a peri-procedural myocardial infarction after having coronary artery stents implanted. The patient also experienced a myocardial infarction and restenosis of two cypher stents implanted in a saphenous vein graft approximately five months post stent implantation. The patient suffered restenosis and an mi at approximately 18 months post index procedure. At the 24 month follow up interview, the patient reported angina. The patient's medical history is significant for hypertension, hyperlipidemia, 3 previous pci ((B)(6) 2008), 2 previous CABG ((B)(6) 1998), family history of coronary artery disease, history of nstemi ((B)(6) 1998), history of allergy (niacin), history of gerd and of osteo arthritis. During the 15 month follow-up interval, the patient had stable angina. The patient also had bradycardia due to mobitz ii av block and a pacemaker was implanted. The event was evaluated as unrelated to the study device and procedure. During the index procedure ((B)(6) 2010), pci was performed on a de novo lesion in the saphenous vein graft to the 2nd obtuse marginal with 95% stenosis. The lesion was described as type c, 20mm in length in a 3.0mm vessel diameter. Timi 2 flow was recorded pre-procedure. The lesion was pre-dilated before a 3.0 x18mm cypher stent was deployed at 14 atm, followed by a 3.0 x 8mm cypher stent at 12 atm, distal to and abutting the previous stent. No procedural complications were noted and the patient was discharged on the following day. The cardiac enzymes were noted elevated post procedure ck was 121 (ck upper limit 195 u/l), ck-mb 10.0 (ck-mb upper limit 4.9 ng/ml) and troponin I 1.11 (troponin I upper limit 0.04 ng/ml), however, the patient had no symptoms and no treatment was conducted. The elevated troponins were adjudicated to be a myocardial infarction, peri-procedural. Approximately five months following the index procedure ((B)(6) 2010), the patient had a myocardial infarction located in the anterior/apical, but the physician could not determine if this was old or new. Angiography confirmed 90% restenosis of the cypher stents implanted in the svg to the om and re-pci was conducted. The patient's status at discharge was improved and stable. Information received 1/6/2011 indicated that the patient experienced a non-st elevation mi on (B)(6) 2011. It was reported that the culprit lesion was the svg to pda that had 95% stenosis with ruptured plaque. Troponin I peaked at 0.44 (uln 0.04) and ckmb at 9.7 (uln 4.9). It was also noted that there was 70 to 80% restenosis of the previous cypher stents in the svg to om and according to the investigator, this restenosis was related to both study stents. The restenosis was treated with a promus stent. In (B)(6) 2011, the patient suffered in-stent restenosis and an mi. Information received indicated that the patient experienced a non-st elevation mi. It was reported that the culprit lesion was the svg to pda that had 95% stenosis with ruptured plaque. Troponin I peaked at 0.44 (uln 0.04) and ckmb at 9.7 (uln 4.9). It was also noted that there was 70 to 80% restenosis of the previous stents in the svg to om and according to the investigator; this restenosis was related to both study stents. The restenosis was treated with a promus stent. Information was also received indicating that the patient had angina at the 24 month follow up interview. There was no testing or treatment reported. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing processes that can be related to the reported complaint. Myocardial infarction is a known potential adverse event associated with implanting coronary artery stents. Elevated cardiac enzymes are a common result of implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Angina is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and hyperlipidemia. This is one of two devices associated with the reported event that were submitted under the following manufacturer numbers 3003742446-2010-00360 and 003742446-2010-00361.